Event description:
The patient received the scs system including two different model leads on 04/04/2011. It was reported one of the lead was revised on (B)(6) 2011 due to a possible fracture. The physician allegedly replaced the lead with a new lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.